Manufacturer narrative:
Add annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was moderately calcified, minimally tortuous, with 30% stenosis. The device was inspected before use, with no issues. The device was prepped per IFU, with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Excessive force was not used when advancing the device. The stent dislodged within the delivery system and was located on both the main trunk of left main artery oriented towards the lad. There was no resistance noted during withdrawal of the device, and excessive force was not used. No further patient injury was reported. Patient demographics provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An attempt was made to use one resolute onyx 2.75 x 22 mm drug eluting stent to treat a lesion in the proximal lad. Resistance was encountered when advancing the device. When trying to remove the stent, the stent dislodged in the common trunk/ proximal lad. The stent was on the non medtronic guidewire which remained in place in the lesion. An attempt was made to retrieve the stent using a 2.0x15 mm non medtronic balloon, however the balloon did not pass through the stent. A smaller 1.5x15 mm non medtronic balloon was then inflated to 12 atms in an attempt to remove the stent from the common trunk through the guide catheter. This attempt was unsuccessful and the stent moved towards the proximal lad. A 2.0 x15 mm non medtronic sc balloon was then inflated to 12 atms to try to deploy the stent. A 3.0 x15mm non medtronic sc balloon was inflated to 14 atms and the stent was successfully deployed with the proximal s egment of the stent being deployed in the common trunk towards the proximal lad. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.